Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited a single episode of post-paced t-wave over-sensing. The patient's condition as a result of the event is unknown and the patient will continue to be monitored.

Event description:
New information indicated that ongoing post-paced t-wave oversensing (pptwos) was noted. Though previous changes were made, pptwos is still occurring. The patient was in stable condition with no adverse events.